Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient no audio output from the receiver that occurred on (B)(6)2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A manual test was performed and there was vibration omitting from the device. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A vibrator motor resistance test was performed and there was no defect found. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).